Event description:
The report received indicated that while prepping the angioguard, the physician noticed that saline flushed out near the tip of the deployment sheath. The physician examined the device and found that there was a hole at the tip of the deployment sheath. The physician decided to select another angioguard to conduct the procedure. The angioguard was returned for evaluation; however, during visual analysis the coil was found stretched and the distal tip of the core wire was fractured.

Manufacturer narrative:
The complaint received states the angioguard distal embolic protection device that saline flushed out near the distal tip of the deployment sheath. There were no patient, vessel/lesion characteristics or procedural details provided. During the prep, the physician noted that the saline flushed out from near the tip of the deployment sheath. He studied the device and noted there was a hole on the tip of the deployment sheath. The device was never used clinically; another device was used to successfully complete the procedure. During visual inspection a fracture on the distal tip of the core wire was found and the coil was stretched. The deployment sheath was inspected and compression damages and bends were found on it. As received, the specimen does not present any obvious indications manufacturing defect or anomaly. The specimen device and sheath appears visually and dimensionally correct. The specimen device present a fracture of the distal region of the core wire an unknown distance from the distal tip, resulting in 6.75cm of stretched coil wraps beginning 2.35cm from the distal tip, terminating at the bullet coil. The proximal aspect of the core fracture presents indications of tensile overload. The distal 0.30cm of the coil and 0.25cm of the exposed core wire present foreign material on the surfaces. The distal region of the deployment sheath presents minor distortion/compression damage to the wall of the large diameter region. No holes or perforations are evident in the wall/shaft material of the sheath. The hole on the tip of the deployment sheath is confirmed at the distal and proximal ends. These are a necessary feature of this component of the system and is in no way considered a defect or anomaly. Functional testing demonstrates the deployment sheath performs as intended. A review of the device history records (DHR) does not indicate any manufacturing defects or anomalies. This packaging lot was final inspection tested and deemed acceptable. With the limited information available, the complaint was not confirmed. No determination regarding potential contributing factors could be made regarding the damage found upon inspection and analysis. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information and the condition of the received product, it is not possible to draw a conclusion regarding a clinical relationship between the device and the event. However, there are possible procedural factors and possible level of product knowledge that may have contributed to the event.